Manufacturer narrative:
(B)(4) date sent: 1/16/2017. Batch # (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Morbid obesity. Can you please confirm the type of procedure? Lap gastric bypass. If the procedure was a jejunostomy, how was the stapler used? Gastro jejunostomy - otomy in stomach to pass anvil. Anvil placed in pouch area. Otomy created in jejunum for eea. Who fired the device and what is his/her experience? The surgeon, very experienced. Where in the green range was the indicator located prior to firing? Yes . Was the device difficult to close? Was not mentioned. Was the device difficult to fire? Was not mentioned . Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Was the force to fire higher or lower than expected? Was not mentioned. Did the healthcare professional close the device, wait 15 seconds and retighten before firing? Tightened to bottom range. Waited. Loosened to mark just above bottom range. Fired. Were there any issues noted in staple formation in primary surgery? No. Were there any issues noted in staple formation in the post-op egd? No mention . What is the current patient status? Discharged. The analysis results found that the ecs25a device arrived with no anvil and breakaway washer present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that post operatively after a jejunostomy the patient was brought back to the or after it was found that the patient was bleeding at the anastomosis. It was approximately twelve hours later. The patient was reopened, the doctor found anterior bleeds on the anastomosis. The doctor over sewed the staple line to stop the bleeding. It is unknown if blood products were needed as a result of the bleeding.